Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was unresponsive and that there was usb port damage. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the current pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.